Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early or that would result in the formed needle failing to retract. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed or when the formed needle retracted. A root cause for the reported needle mechanism failure could not be determined.